Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube window and a cracked belt clip slot.

Event description:
Customer reported via phone call that their insulin pump is damaged. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.